Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial meadwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bilateral revision tkr. Attune tkr 15/8 - patient fall and wound issue right side revision (B)(6) 2019 (B)(4) - quads tendon rupture massive laxity medially left and right - patient in splints since (B)(6) revision - dislocation bilateral when splints removed 2nd revision right and 1st revision left (B)(6) 2019 right - increase poly from 7mm to 10mm to decrease laxity - mcl and lcl might be ok to support this left - full srom revision - insufficient mcl and parapatellar tendon rupture please note _ nil issues with implants - pt fall - ruptured tendons and ligaments - leading to 2 revisions right (20/9 wound issues and prophylactic poly change and 5/11 increase poly width) and 1 revision left (srom - insufficient mcl).